Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not using antibiotics pre-operatively have been ruled out. Additionally, severe force being applied to the implant, excessive twisting or stretching, using the device off-label, and the patient having contraindicating conditions have been ruled out. However, the implanting clinician had difficulty closing the wound as the patient's skin was not "holding" the sutures. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing properly is due to the patient is a poor candidate due to health, weight, age, or mental capacity as their skin was not "holding" the sutures (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound was not healing properly. Additionally, the patient reported an infection with pus coming from the receiver site. The patient went to carespot to have the incision swabbed. Although an infection was not confirmed, antibiotics were prescribed. On (B)(6) 2026, the implanting clinician cleaned the wound, buried the neurostimulator deeper, re-sutured the wound, gave the patient cleaning instructions, and confirmed there was no infection. As of (B)(6) 2026, there was no active infection. No further issues have been provided.